Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to chemical or physical stress. However, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the rhino-laryngo videoscope experienced air/water leakage from the insertion tube (approximately 5 cm from the tip). The device was returned for evaluation. During the device evaluation, it was found that the resin part of the image guide flexible pipe has fallen off. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed due to a cut that was found on the connecting tube. The evaluation also found that the connecting tube had a dent and coating that was peeling, universal cord had a dent and a scratch, bending angle in up direction did not meet the standard value due to wear of angle wire, control unit had a scratch, switch cover had a scratch, grip had a scratch, angulation lever had a scratch, right/left plate had a scratch, video cable had a scratch, light guide connector had a scratch, video connector had a scratch, and the video connector case had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.